Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarm or excessive no delivery alarms noted. The insulin pump functioned properly. All operating currents are within specification. No unexpected failed battery test, battery out limit, low battery or off no power alarms noted. Motor was tested outside the device and passed. The insulin pump communicated properly with glucose sensor simulator test. No weak signal or lost sensor alarms noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that he received several weak signal and lost sensor alarms. The insulin pump also alarmed failed battery test and battery out limit. Customer's blood glucose level was 50 mg/dl. His low blood glucose level was caused by not eating. On (B)(6) 2016 the customer was unable to bring his blood glucose level down so he decided to go to the emergency room. The customer had a diabetic ketoacidosis three times before. Customer's blood glucose level was 487 mg/dl. He attempted to treat his blood glucose level with the insulin pump. The customer was nauseous, vomiting, had abdominal pain, and difficulty breathing. In the hospital they flushed his system with fluids and was told to monitor his blood glucose level. The customer was wearing the insulin pump at the time of hospitalization. The customer received several motor error and 4 no delivery alarms. The customer received a motor position encoder error alarm. The device will return.